Manufacturer narrative:
This is a duplicate report of (B)(4). 1818910-2017-50434 is being retracted as it is a report duplication. (B)(4) will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had an mcl injury after the original tka. The mcl was repaired and a thicker insert was put in on (B)(6) 2016. The patient had pain and instability some time after the mcl, so the implants were removed and a rev construct was implanted.